Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, while the device was being applied for anastomosis, the anvil prong of the device bent. There was an unanticipated tissue loss as a result of the problem, and the incision was extended by more than 1 inch. The surgical time extended by more than 30 minutes due to the product problem. New anvil was used to resolve the issue in order to complete the case.